Manufacturer narrative:
The device was returned to greatbatch for evaluation and the reported event was confirmed. The weld on one of the components is broken where the tube meets the offset section. The components were very worn and exhibited signs of many nicks, dents, and scratches. A manufacturing review was completed and no anomalies were identified. No further investigation required.

Manufacturer narrative:
It has been communicated by the distributor the device will be returned to greatbatch medical for evaluation. Once the device has been received and the investigation has been completed, a supplemental medwatch 3500a emdr will be submitted. Report source: complaint information received from distributor, (B)(4). Not returned to manufacturer.

Event description:
It was reported during a procedure that the weld broke on the reamer shaft. No adverse events were reported as a result of the malfunction.